Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that e17 error, low battery alert and observed -6 mmhg at 475 mmhg and 600 mmhg during calibration verification. The pressure did not vary within the range. The event timing was during calibration, outside of surgery. There is no harm or delay reported. It was attempted to calibrate this unit at the recommended setpoints but observed -6 mmhg at 475 mmhg and 600 mmhg which falls outside specifications. Due diligence is complete.

Manufacturer narrative:
The following sections were updated: b4 b5 d4 g3 g6 h2 h4 h6 h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.